Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during an attempted implant, the device exhibited a setscrew issue and the physician noted that it was impossible to screw the lead into the device. The device was removed and replaced. No patient complications have been reported as a result of this event.